Event description:
It was reported that a user experienced recurrent nocturnal hyperglycemia while using the ilet with an inset infusion set, with blood glucose values around 221 mg/dl on the pump and 208 mg/dl by fingerstick, without food intake or pump alerts. Symptoms included elevated blood glucose. Outcomes included user impact requiring troubleshooting and education. Investigation included guided troubleshooting by support to perform a site-only change, confirm tubing priming with visible drops at the tubing pitchfork while disconnected, insert a new infusion site, reconnect, and fill the cannula. Investigation of this case revealed no alarms and no confirmed device malfunction, with troubleshooting suggesting a potential infusion site or delivery issue localized to the prior site that manifested overnight despite daytime control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.